Manufacturer narrative:
Inspected one opened and used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 170 mg/dl and sensor glucose was 63 mg/dl at the time of the incident. The other blood glucose level was 279 mg/dl and sensor blood glucose was 187 mg/dl, 204 mg/dl 195 mg/dl 198 mg/dl and 168 mg/dl. The insulin pump will not be returned for the analysis.